Event description:
The surgeon received a warning 02 when the button was pushed to do the sensory testing. The customer checked the pad placement, cables, changed out the probe and got the same warning message and the surgeon cancelled the surgery.

Manufacturer narrative:
Product has not been returned for evaluation.